Manufacturer narrative:
The reported event of channel disconnect related to an iui issue could not be confirmed. No product or event logs have been returned from the customer for investigation. The root cause of this failure was not identified.

Event description:
The customer reported a channel disconnect and that the pump would not turn on. The customer suspects the disconnect was related to an iui issue. This event occurred in the cath lab and unspecified "minor harm" was reported.